Manufacturer narrative:
.

Event description:
It was reported via complaint form received on (B)(4) 2011 that a vns patient had an episode of asystole during systems diagnostic test during implant. The patient is scheduled to have the device programmed on (B)(6) /2011 however, it is unclear as to whether or not the device has been programmed on as of (B)(6) 2011. Follow up with the site revealed that the asystole lasted about 2 to 3 seconds and resolved spontaneously. There were no issues afterwards. Good faith attempts to obtain additional information have been unsuccessful to date.